Event description:
Boston scientific pacemaker and lead failed. Emergency pacemaker and lead replacement heart pacing stopped and slowed. Pacemaker replaced in emergency at greater that (B)(6) out of pocket cost after insurance, although it was a recalled pacemaker and lead.